Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having pain a since around the 21st. The patient mentioned having urine and bowel movement the first couple of days but not anymore shortly after. The patient mentioned that they cannot pee and was hurting really bad. Agent offered patient a walk through the communication process to power off the therapy or reduce stim if needed and patient said no. The patient will contact their healthcare provider (hcp) for further assistance. The patient was redirected to their healthcare provider to further address the issue. Agent will email their manufacturer representative (rep) for further help.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.